Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was exhibiting a variance between daily measurements and post shock delivery impedance measurements. The daily measurement shocking impedances were high, but after shock delivery, shocking impedances were normal. Electrograms showed no issues. No recent episodes have been recorded. No adverse patient symptoms were reported.